Event description:
A nurse obtained a blood glucose value on a 2 year old patinet that was 290; a sample taken to the lab was 60 on mg/dl. The nurse reran the test with the meter with a result of 52 mg/gl the nurse filed an incident report with the hospital. The laboratory ran check paddle and controls on the meter with satisfactory results. The reporter asserts that the nurses use good operator technique.